Manufacturer narrative:
Device analysis by MFR: the device was returned for analysis. The distal tip of the device has the polymer tip detached, and the detached section was returned with the device. The detached section was located approximately at 197.5 cm from the proximal end. The detached distal tip was kinked. No further damage was found in the returned device. The outer diameter of the middle and proximal sections of the device were within specification. The overall length and outer diameter of the distal tip could not be measured due to the returned device condition.

Event description:
It was reported that the guidewire tip detached inside the patient. A v-18 control wire was selected for a revascularization procedure of the superficial femoral artery (sfa). The target lesion was 90% calcified. As the physician was trying to cross the lesion, the tip detached. The tip was captured and removed with a net retrieval catheter. The procedure was completed with a different device. The patient experienced no adverse effects and was fine post-procedure. It was further reported that after the tip fractured, the patient was exposed to 30 seconds of additional radiation.

Event description:
It was reported that the guidewire tip detached inside the patient. A v-18 control wire was selected for a revascularization procedure of the superficial femoral artery (sfa). The target lesion was 90% calcified. As the physician was trying to cross the lesion, the tip detached. The tip was captured and removed with a net retrieval catheter. The procedure was completed with a different device. The patient experienced no adverse effects and was fine post-procedure.